Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device had a hole in the hose was confirmed. It was noted that there were holes in the hose near the muffler and the crimp on the prv was damaged and loose, the vanes were worn out, and the device was running in the safety position (the device was power broken). During repair, it was observed that the lock cylinder and the pawls release were damaged. It was determined that this condition was due to locking the device while it was running. The device was also running below the rpm specification. It was further determined that the device failed pretest for hose verification and muffler tube verification, safety assessment and rotational speed assessment. The assignable root cause of these conditions was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported that during cleaning of the motor device it was observed that the hose of the device had a hole. During in-house engineering evaluation it was observed that the device was running in the safety position (the device was power broken) and was running below the rotations per minute (rpm) specification. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.